Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed in the data, causing first prime to end prematurely at 33 pulses. After 43 total priming pulses, the needle mechanism did not deploy, and the pod was deactivated. The pod was reset and reran without incident. No damages or deficiencies were observed. The commutator cap was inspected, and no damages were observed that would contribute to the rotational sensor malfunction. The rotational sensor malfunction is confirmed as the cause of the reported needle mechanism failure. However, a root cause for the rotational sensor malfunction could not be determined.